Event description:
On (B)(6) 2022, an (B)(6) customer claimed two false negatives and inappropriate design of a very poor filmsy swab. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc.).